Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Concomitant medical products: the therapy date for the following device is unknown: model: 1192; scs anchor. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation. Fluoroscopy indicated the lead had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the lead was repositioned. Effective stimulation was restored following the procedure.